Event description:
Asku

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Further review prompted a change in the device analysis results. The change is reflected in this report. Evaluation summary: additional data provided from the field showed the device had a charge time of 19.34 seconds. Further analysis of the device with this new information revealed an out of specification capacitor.